Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that they have been on a nursing home for about 6 months, and when they finally got out, they noticed that the ins was not working. Patient also stated that they did several mris on them and "showed that the device is not working", then mentioned that they went ahead with an MRI without putting their device into MRI mode. Patient stated that they moved about a year and a half ago, and the external devices got misplaced. Patient stated that "if they lay on this thing for so long, it will cut the circulation from their hip to their knee", and reiterated that the ins was not working, and they used to fill it when they pee, and they don't do that anymore. Patient said that probably around december, they wet their diaper, and they couldn't go to the restroom because they couldn't get up, and patient was asked about the device, and they told the nursing home staff that they don't think it was working, and only a pa could see them then. Patient also mentioned that when they sit down on the potty care, they don't feel it right now as well, and they keep on getting utis. Agent transferred the patient to sunmed and redirected them to hcp to have their ins battery checked.